Event description:
The pt with this lead an an implantable pulse generator (ipg) was noted to have ventricular threshold measurements less than 4.5 volts. The physician elected to replace the lead and the ipg was also replaced at this time. The lead is capped and remains implanted.